Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the vein of the left elbow. The 95% stenosed de novo target lesion was located in the moderately tortuous, non calcified left brachial vein shunt. A 6.0 x 40, 75cm mustang balloon catheter was advanced to the target lesion and on the first inflation would not inflate. Another 6.0 x 40, 75cm mustang balloon catheter was advanced to the target lesion and during the first inflation at 16atms a balloon rupture occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the vein of the left elbow. The 95% stenosed de novo target lesion was located in the moderately tortuous, non calcified left brachial vein shunt. A 6.0 x 40, 75cm mustang balloon catheter was advanced to the target lesion and on the first inflation would not inflate. Another 6.0 x 40, 75cm mustang balloon catheter was advanced to the target lesion and during the first inflation at 16atms a balloon rupture occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device noted that the balloon material noted a longitudinal tear running proximally from approximately 10mm proximal to the distal transition zone. A visual and tactile examination of the shaft of the device noted no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).